Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the cutter could not be removed for this device. It was reported that the device was being used during surgery but without any pt or user injury reported. It is unk if medical intervention or delay in the procedure occurred. There was no add'l info provided.